Event description:
Malfunction.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: no failure detected and product within specification, there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.